Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation prior to use, the protective sheath was removed from the omnilink elite device and it was noted that there were already struts deployed at the first and second row of the proximal end of the stent. The device was not used in the patient anatomy and there was no patient involvement. A new omnilink elite device of the same size (8.0mm x 59mm x 80cm) was used for successful treatment. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot# corrected. Evaluation summary: the device was returned for analysis. The premature deployment was unable to be confirmed; however the stent struts were noted to be flared which is likely the damage reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.